Event description:
A report was received from health canada's canada vigilance program which states, "alaris pump not reading 3ml syringe when loaded into the syringe module. Attempted to reset the setup 3 times until it then appeared. Event occurred again today for another patient and could not be resolved with a 3ml syringe." There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Manufacturer narrative:
Correction : it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-236734 is a concomitant. Please refer to manufacturer report number 2016493-2023-236733, which captured the correct suspect device per investigation report.

Event description:
A report was received from health canada's canada vigilance program which states, "alaris pump not reading 3ml syringe when loaded into the syringe module. Attempted to reset the setup 3 times until it then appeared. Event occurred again today for another patient and could not be resolved with a 3ml syringe." There was patient involvement however no patient harm.